Event description:
It was reported that during a da vinci-assisted surgical procedure, the system generated error 319 pointing to the universal surgical manipulator (usm3). The customer was unable to move the usm3. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and identified error pointing to armnet 3. The tse guided the customer to reseat the breakers, blue fiber cable and to emergency power off (epo) the system; but, the issue persisted. A second power cycle was performed and the system came up with the same error 319. The tse suggested to perform the procedure using the three usms by disabling usm 3. The surgeon needed all four usms to perform the operation. The procedure was converted to laparoscopic surgery.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm was returned for analysis and the errors were confirmed and replicated in-house. The root cause was traced to the rolling loop fiber cable.